Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 7.5 mmol/l. The customer states that they always see little bumps on the site. The customer stated that the cannula may too long which could lead to no deliveries. The customer was advised to monitor the situation and to call back if issue persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.